Event description:
It was reported that the patient with this left ventricular (lv) lead had a lump that blew out of the skin and possible infection. Reportedly, the patient had pain from the wrist to the left arm. It hurt so bad and got worse, bigger, redder, and blew through the skin. There were no additional adverse patient effects reported. The lv lead remains in service.